Event description:
Customer reported the insulin pump was alarming no delivery. Customer's blood glucose was 447 mg/dl. And current was 342 mg/dl. Customer was advised to disconnect at the quick release. She performed a fixed prime and insulin did not exit and device alarmed. Customer was advised to remove the reservoir from the insulin pump. He then disconnected and reconnected the reservoir and tubing. Customer was advised to manually push insulin with the plunger and insulin did exit. Customer then performed manual prime and insulin did exit. Customer was advised the alarm was caused due to a connection problem. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.